Manufacturer narrative:
Concomitant medical products: 5076-35 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was inactivated and capped due to high impedance. No patient complications have been reported as a result of this event.